Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic ventricular tachycardia with an ez steer¿ thermocool® nav bi-directional catheter and suffered coronary artery stenosis (left main) requiring angioplasty, cardiogenic shock requiring intra-aortic balloon pump (iabp) and impella left ventricular assist device (lvad), cardiac arrest requiring cardiopulmonary resuscitation (CPR), and death. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the patient consequences and decease cannot be determined.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Stockert 70 system (model# unknown serial# (B)(4)). Coolflow pump (model# m-5491-02 serial# (B)(4)).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic ventricular tachycardia with an ez steer thermocool nav bi-directional catheter and suffered coronary artery stenosis (left main) requiring angioplasty, cardiogenic shock requiring intra-aortic balloon pump (iabp) and impella left ventricular assist device (lvad), cardiac arrest requiring cardiopulmonary resuscitation (CPR), and death. Post-ablation, the patient exhibited a vagal response and became hypotensive and hypoxic. Cardiopulmonary resuscitation (CPR) was initiated. An echocardiogram revealed no effusion or tamponade. Arteriogram revealed total occlusion of the left main coronary artery. Balloon angioplasty was performed, iabp was inserted, and impella lvad was implanted. The patient arrested multiple times and then expired. The physician did not provide causality opinion. There were no errors observed on any bwi equipment. There were no issues reported with the catheter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/09/2016. The analysis has begun but is not completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).